Event description:
Additional information was received and it was reported that the healthcare provider saw the patient yesterday (B)(6) 2019. She inte rrogated the pump using the a810 and got the same 139 code. She interrogated the logs and still did not see any alarms. The healthcare provider then grabbed the 8840, interrogated the pump, and upon interrogation it read "memory issue" and did not recognize eri. To note, the a810 did not recognize eri either. The healthcare provider was then was on the patient tab and noticed the birthday on the 8840 was entered (B)(6) 1947. The healthcare provider then looked closer at the dob entry, and noticed behind the year there was a "ghost m". The "ghost m" was not visible in the reports/telemetry strip. The healthcare provider then used the 8840 to remove the "ghost m". After removing the "ghost m" she was able to correct the refill volume, correct eri, and update the pump. The healthcare provider then interrogated the pump with the a810 to see what happened. Upon interrogation, the 139 code did not populate. The healthcare provider reports that under the birthday nothing was displayed. She reentered the birthday and was able to update the pump with the a810 and stated that the logs continued to show no abnormalities. No further complications were reported regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-nov-25. It was reported that the nurse would not be seeing the patient again until (B)(6) 2019, but logs were pulled from the programmer and would be sent. It was confirmed that the nurse saw two other patients after this patient, and was able to successfully update their pumps.

Manufacturer narrative:
Continuation of d10: product ID a810, product type software. Product ID a810, product type software. H6: corrected device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID a810 serial# unknown. Product type software product ID a810 lot# serial# unknown. Product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving clonidine (240mcg/ml at 94.72mcg/day) and morphine (12mg/ml at 4.736mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and chronic low back pain. It was reported that a review of pump logs indicated that a motor stall occurred on (B)(6) 2019 at 5:56pm with a recovery on the same date at 6:07pm. The patient had not undergone magnetic resonance imaging (MRI) and it was confirmed that there were no electromagnetic interference (emi) or magnetic sources present. No patient symptoms were reported. While interrogating the pump, it was noted that the hcp was seeing code 139 with "refill pump before ----." The programmer app version was 1.1.300. It was confirmed that the reservoir on the programming screen was green and was pending a 40ml reservoir volume, but the refill pump before date was not updating. The tablet was powered on and off and it was confirmed that the hcp did not see service code 140. The pump was re-interrogated and all the information was deleted from the workflow. The correct information was entered on each tab and when the hcp attempted to update the pump again, they encountered service code 139 again. The reservoir alarm was set to 40ml and the low reservoir alarm was set to 40ml and the hcp still saw code 139. The hcp then checked the logs which showed the motor stall and recovery, and ended the session. The tablet was powered off and on a second time and still did not get service code 140 upon interrogation. The communicator cord was used to update the pump, the hcp continued to get service code 140. It was noted that the hcp had refilled two patient's pumps earlier and did not believe it was the tablet causing the issue. The hcp was unable to update the pump and kept getting code 139, and did not have an old clinician programmer to use. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.